Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an intermittent connection of pin 5 located in the therapy pcb mounted jack connector, designator j13.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device intermittently failed the user test by alerting to connect the test plug to therapy cable. Physio-control evaluated the device and found that the device would intermittently fail to detect the therapy cable connection to provide therapy. There was no patient use associated with the event.